Manufacturer narrative:
Results: the pet lock was broken on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 6.0, 9.0, and 84.0 cm from the proximal end. The pull wire was completely retracted out of its distal detachment tip (ddt) and the embolization coil was detached from its pusher assembly. The detached smart coil was able to be advanced out of its introducer sheath without any resistance. Conclusions: evaluation of the smart coil revealed that pet lock was broken and pull wire was completely retracted out of the ddt. If the pet lock is broken and the pull wire is retracted out of its ddt, the embolization will detach from its pusher assembly. The embolization coil was detached within the introducer sheath. While advancing the smart coil out of its introducer sheath during the functional test, the embolization coil advanced out of the sheath without an issue. The root cause of resistance and the coil¿s inability to be advanced out of the sheath could not be determined. Further evaluation of the smart coil revealed that the pusher assembly was kinked. These kinks may have occurred due to forceful advancement against resistance. The non-penumbra microcatheter identified in the complaint was not returned to penumbra. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using penumbra smart coils (smart coils). During the procedure, the physician successfully placed multiple coils and smart coils using a non-penumbra microcatheter. The physician then felt resistance and was unable to advance another smart coil through the distal tip of its introducer sheath and into the hub of the microcatheter. The physician therefore removed the smart coil and completed the procedure using new smart coils and the same microcatheter. There was no report of an adverse effect to the patient.